Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer stated that the affected procedure was a colonoscopy or endoscopy. Customer reported a delay of less than 30 minutes. Customer stated that the required medications were fentanyl, propofol, rocuronium, succinylcholine and other undisclosed medications. Customer stated that the doctor of medicine obtained the required medication from a different department. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that a device reimage was required because of software application error ui.win error. The field service engineer replaced the hard disk drive and reconfigured all settings and programs to resolve. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer stated that the affected procedure was a colonoscopy or endoscopy. Customer reported a delay of less than 30 minutes. Customer stated that the required medications were fentanyl, propofol, rocuronium, succinylcholine and other undisclosed medications. Customer stated that the doctor of medicine obtained the required medication from a different department. Patient or user harm was not reported.

Event description:
It was reported by the customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during a procedure, preventing user access to medication. Customer stated that the affected procedure was a colonoscopy or endoscopy. Customer reported a delay of less than 30 minutes. Customer stated that the required medications were fentanyl, propofol, rocuronium, succinylcholine and other undisclosed medications. Customer stated that the md obtained the required medication from a different department. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 10-aug-2021 to 10- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system failed as there was an issue with the operating system. A field service engineer replaced the hdd, tested with a technical support specialist and reconfigured all settings and programs. The system functioned as intended after the field service engineer troubleshot the device.